Event description:
Following a ptca and stent procedrue where a device was deployed, the pt presented with exanthema on her torso, arms, and legs (4 days following the procedure). Upon admission, a puncture site was hot and indurated. Pt was hospitalized and treated with prednisone, steroid zinc lotion, and IV antihistamine for 5 days. Pt was released and prescribed oral tavigil. Exanthema resolved completely 3 days following treatment. Concomitant medications were as follows: heparin; nitro i.c./ atropin; ace inhibitors; beloc-zok; ass; cibacen; zocor; and bromuc.